Event description:
Unk - three patient developed infectious arthritis after artz dispo injection. They also received xylocaine coinjection form the same bottle. The bacterial species causing events were identifiable.

Manufacturer narrative:
We are now under investigation. Three cases are reported from a pharmacist 9612392-2015-00008 to 9612392-2015-00010). All of product batches are passed with the release test, it is therefore difficult to think the product quality was related to the infection.